Event description:
The complaint/event involved a18 cm (7") pur smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave®, rotating luer. The customer reported a 'flow coming from the 7-site extension' during an infusion for a child with a permacath. Right upper member. The flow was coming from a part that does not seem to be unscrewing (following 6 non-return valves and before the tubing that fits the quadripod). Action taken: the device was replaced. It was further reported that the child probably did not receive the full dose of intravenous (IV) treatments (continuous and discontinuous), notably resulting in a lack of sedation. There was no report of any human harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.